Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a 40cc trp catheter was inserted into the femoral artery, and pumping was initially performed without any issues. However, approximately six hours later, the sensor blood pressure waveform was no longer visible, despite no alarms being triggered. After the machine was replaced, the waveform reappeared, and pumping was able to continue normally. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
N/a.